Event description:
Customer's mother reported via phone call that customer was in the emergency room and was being tested for diabetic ketoacidosis. Customer's blood glucose was 385 mg/dl. It was reported that insulin pump received a motor error alarm and a motor position encoder error alarm. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the display window, broken battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.